Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones. It was reported the patient underwent an ablation procedure the previous week. Interrogation of the device revealed a battery depletion code. Data analysis was completed which confirmed the code was displayed as a result of telemetry coupled with magnet application. The battery was noted to be recovering. No adverse patient effects were reported.